Manufacturer narrative:
Updated data: h6 - method, results and conclusion codes h10 - conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: intra procedural angiographic images were provided for review of the event description. Evidence suggested that cusp overlap technique was not used. The pigtail catheter was not positioned at the nadir of the non-coronary cusp (ncc) as per best practices, which resulted in the valve being deployed above the annulus, but not released. A second and third deployment attempts were made, and once again the pigtail catheter was not positioned appropriately, and the valve appeared very deep with significant parallax. Depth assessment was performed in the left anterior oblique (lao) projection; however, parallax was present at the inflow level of the evolut valve. Thus, accurate depth assessment at the left coronary cusp (lcc) was not possible due to parallax. Per medtronic best practices, depth assessment at the ncc is performed in a cusp overlap view, and if acceptable, next step is to move to the 3-cusp coplanar view and remove parallax from the inflow portion of the valve (roll lao no greater than 25°) to verify depth at the lcc. The valve may be relea sed once these steps are completed. In this case, the pigtail catheter was never positioned at the nadir of the ncc, and proper depth assessment was not confirmed. The fourth and final attempt resulted in a dislodged valve towards the left ventricle with significa nt aortic insufficiency. Evidence suggests a snare was used to secure the valve to safely implant a non-medtronic valve. Best practices were not followed in this case. Hypotension is a known potential adverse effect per the device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. As reported, the valve was attempted to be snared however was unsuccessful, though use of a snare to reposition the valve after deployment is complete is not recommended per the IFU. Dislodge events are typically not related to a device malfunction. It was also reported that severe central aortic regurgitation was noted. Based on additional information received, the mild mitral insufficiency was present prior to the valve implant procedure, and was not a result of the deep, 14 mm implant depth. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. Based on the image review, best practices were not followed which likely resulted in dislodged valve towards the left ventricle with significant aortic insufficiency. In this case, a non-medtronic valve was implanted valve-in-valve and reduced the aortic regurgitation to trace. The most recent echo cardiogram revealed no residual pvl and mild mitral insufficiency. The transcatheter aortic valve was confirmed to not be affecting the mitral valve function. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which confirmed that the mild mitral insufficiency was present prior to the valve implant procedure, and was not a result of the deep, 14 mm implant depth. The transcatheter aortic valve was confirmed to not be affecting the mitral valve function. It was confirmed that the patient was alive and had discharged home.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received directly from the physician indicating that the patient was alive. The most recent echocardiogram revealed no residual pvl and mild mitral insufficiency. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with a bicuspid valve, a pre-balloon aortic valvuloplasty (bav) was performed with a 20 millimeter (mm) balloon. Three attempts were made to implant the valve and the valve was either too high or deep. The valve was recaptured. The blood pressure dropped and the patient was in bad condition. The valve was deployed for a fourth time and implanted quickly. The valve dislodged to approximately 14 millimeter (mm) under the annulus. Severe central aortic regurgitation was noted. The valve was attempted to be snared however was unsuccessful. A non-medtronic valve was implanted valve-in-valve and reduced the aortic regurgitation to trace. The patient died. The date of death and cause of death is unknown.